Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to shorted diodes, designator cr21 and cr22.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker overserved that the device unexpectedly powers off when attempting to deliver a test shock.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker isolated the cause of the reported issue to the device's therapy pcb assembly. The therapy pcb assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker overserved that the device unexpectedly powers off when attempting to deliver a test shock.